Event description:
It was reported that the battery of this implantable pacemaker was suspected to be depleting prematurely. The remaining battery life was reduced from 4 years to 2.5 years. A request was made to have data from this device analyzed. Data analysis confirmed the battery to be depleting prematurely. The power consumption of this device has been increasing during the past year. Device replacement was recommended. To date, the device remains in service. No adverse patient effects were reported.